Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no physical samples or photos received for the investigation. Based on all available information, the reported condition could not be confirmed. The reported affected component is manufactured by an external supplier. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Event description:
The customer reported possible quality failure of the gastrostomy tube #20, which comes out of the site due to balloon failure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.